Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing and inappropriate atrial fibrillation episodes were observed on the right atrial (ra) lead. No intervention was performed at this time. Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. Further information received also indicated the noise resulted in oversensing, automatic mode switch episodes and the device subsequently recording the noise as an atrial fibrillation (af) episode while the patient was in sinus rhythm. The patient was in stable condition and experienced no adverse consequences.